Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that the right ventricular lead was oversensing noise, causing inhibition of pacing. The lead was explanted and replaced, and the patient was in stable condition throughout.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces measuring 4.8 cm, 2.2 cm, and 52.1 cm. Internal shorting was noted between conductors. Destructive analysis was performed, and visual inspection found an inner insulation abrasion exposing the inner coil at 15.1 to 16.1 cm from the distal tip of the lead. The cause of the reported event was isolated to exposure of the inner coil at the abrasion zone. All other damage noted was sustained during the surgical procedure.